Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2019. Model number/ catalog number: sc-8216-50, serial number: (B)(4), batch/ lot number: 16490274, model/ catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.